Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation :uterus/ migration/ right side coil which had migrated/ malposition of essure device location of device: fundal area of the uterus/ migration of essure device location of device: fundal area of the uterus/ failure to occlude (close)') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included papilledema. Concomitant products included nsaids since september 2012 and paracetamol (acetaminophen) since september 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2013, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), 4 months 29 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain/ pelvic pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and depression ("psych injury/ psychological or psychiatric problems condition: depression"). The patient was treated with surgery (full hysterectomy.). At the time of the report, the uterine perforation, depression, menorrhagia, vaginal haemorrhage and anxiety outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment abdominal pain, general abnormal bleeding, perforation :uterus/ migration. On (B)(6) 2013- she performed tubal ligation surgery. Plaintiffs told still have left coil inside that is causing me issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Left occlusion only, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: events added from pfs- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), mental anguish. And "previous event- psychological injury were updated to event-depression". Reporter information, concomitant drug, events onset date were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation :uterus/ migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain/ pelvic pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (full hysterectomy.). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, genital haemorrhage, pelvic pain, psychological trauma and uterine perforation to be related to essure. The reporter commented: she received treatment abdominal pain, general abnormal bleeding, perforation :uterus/ migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: confirmed that the essure device was successfully occluded. Left occlusion only, malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: reporter and laboratory data were updated, patient demographics added. On (B)(6) 2012, she implanted essure (previously reported as (B)(6) 2012). On (B)(6) 2013, she explanted essure. Added events abdominal pain, general abnormal bleeding, perforation: uterus/ migration,psych injury. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.